Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: in addition, we have already reported to (B)(4) this morning that there has been a leak twice in recent weeks at two different preparers. Today's incident occurred with yet another preparer. The incidents of the past few weeks will still be reported by my colleagues. These were always preparations with bortezomib and topotecan, each time with a blue protector. 27-may-2026, received data. Recently we had a leak with 2 different products (bortezomib eg and topotecan accord). A complaint was filed with both companies. However, since a blue protector (p14) was also used in both situations, we suspect that the problem may lie with the protector rather than with the bottles. Last week we were in contact with one of your representatives (B)(4) and she advised us to file an official complaint with you as well. Lot number of the protectors used: 2603112 (lot number of the used injectors: 2602005) incident occurred at bortezomib eg inj 1.4 ml 3.5 mg: incident occurred with 2 separate vials where we used a new protector and injector for each vial. Problem: leakage at the protector. Topotecan accord healthcare inj 1 ml 1 mg: incident occurred with 3 separate vials where we used a new protector and injector for each vial. Problem: leakage at the protector. The manufacturer initially also experienced problems with injecting air into the protector. No air could be injected. In both cases, the preparer can no longer remember very well whether the leakage took place at the transition between vial and protector or at the transition between protector and injector. Unfortunately, we have not been able to keep track of the bottles in question either. These were immediately thrown away for the safety of the preparer. In all cases, no more air was ever injected into the protector than the volume of the bottle allows in both cases, cytostatic fluid leaked on the work field, but the preparer did not come into physical contact with it. Have you already received other incident reports of this? If we experience such an incident again in the future, we will quarantine the vials to keep the possibility of analysis open. Thank you very much in advance.